Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6)2026, the patient was working outside when they noticed they were becoming hypoglycemic and suddenly passed out. The patient was not sure if he had heard of an alert from the pump as the patient had already passed out it was unknown what the cgm reading was at that time. The daughter found the patient and when a fingerstick was taken the blood glucose reading was 77 mg/dl. It was unknown what the cgm reading was at that time. The patient was in a semi-conscious state. The daughter gave the patient oral liquid glucose and orange juice and called for an ambulance. The ambulance arrived at about 03:00 pm. When the paramedics took a fingerstick the blood glucose reading was 45 mg/dl. It was unknown what the cgm reading was at that time. The spouse was unknown what medication was given by the paramedics, but the patient was taken to the hospital where they arrived at 04:00 pm. When a fingerstick was taken at the hospital, the cgm reading was 161mg/dl, and the blood glucose reading was 121 mg/dl. The patient was treated with intravenous glucose. The patient was unable to confirm how long they had been semi-conscious, but after being treated they started feeling better and conscious. No further medication was reported and the patient was discharged at midnight. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. The reported glucose values fall within the b zone of the parkes error grid at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.